Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2010, the pt underwent the surgery with the g3 long nail. Afterwards, the pt felt pain. When the surgeon confirmed x-ray, the nail was broken. Therefore, the surgeon removed the g3 nail and the pt underwent the revision surgery.